Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with blood glucose value of 206 mg/dl at the time of the incident and gave a correction of 1 unit. The customer's current blood glucose was 243 mg/dl. The customer treated high blood glucose with manual injection/insulin pen and insulin pump. The customer also experienced hypoglycemia with blood glucose value of 30 mg/dl and was admitted to hospital on (B)(6) 2023. No symptoms of hyperglycemia and hypoglycemia were reported. The customer was treated with intravenous insulin drip for hypoglycemia. No further patient complications were reported. Troubleshooting was performed and the customer alleged the pump was under delivering because the blood glucose was not going down even after doing corrections. The customer also alleged the pump was over delivering because the blood glucose was still low even after taking carbs. The customer had been using the insulin pump system within 48 hours and the auto mode feature was inactive at the time of the reported high blood glucose event. The customer will discontinue to use the pump and the pump will be returned for product analysis.

Manufacturer narrative:
Unable to verify customer alleged for high bgs and low bgs. The force sensor is within specification and the motor functioning properly. Customer alleged for possible under delivery and possible over delivery were not confirmed. No delivery alarm/insulin flow blocked alarm was not confirmed. However, a high sleep current measurement (unexpected battery power loss) was confirmed, suspected on the pcba 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.